Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing. It was noted that the patient does have retrograde, but it should be falling into post-ventricular atrial refractory period (pvarp) based on programmed. Technical services recommended to turn off tracking preferences as that shorts pvarp. The field representative did turn it off. At this time, the device remains in service. No adverse patient effects were reported.